Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at follow up with the right ventricular lead exhibiting an increase in capture threshold values. No intervention was reported. The patient was in stable condition and would continue to be monitored.